Event description:
The customer found upon thaw of final product prior to infusion that there was leakage from the final product bag into the overwrap bag. Upon investigation, a large breach in the final product bag was discovered. The overwrap bag developed a leak as well. This was due to imperfectly sealing the bag, not an integrity issue with the bag itself. This is the first complaint for this lot with a complaint rate below 0.01%.